Event description:
During transaortic deployment of a 26mm sapien xt valve, the valve migrated ventricular and landed in a too ventricular position. After sheath removal, echo indicated increasing pvl and an aortogram revealed moderate pvl. It was determined at that time that the valve had migrated ventricular and was deployed in a too ventricular position (60:40 ventricular/aortic), which caused the moderate pvl from leaking around the skirt. A second valve was deployed 60:40 a/v, resulting in trace pvl and no central ai. The patient remained stable. The native annulus measured 22.9mm by tee and 20mm x 27mm with area of 430mm2 by CT. There was mild annular/leaflet calcification but no calcification in the aortic root. The image intensifier angle and the coaxial alignment of the valve and delivery system were both described as good. Ventilation was held during valve deployment and there was no loss of pacing capture.

Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), device malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, loss of pacing capture, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment in this case, patient (minimal calcification) appears to have contributed to the ventricular malposition. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.